Event description:
It was reported that during the craniotomy, the perforator didn't stop when dura madre was reached. It was reported that the patient was alive¿no injury. It was reported that there was a 15 minutes of delay. The procedure was completed with the reported product(s). On follow-up it was reported that dura madre rupture and the procedure were extended for 30 min due to reconstruction of the dura madre.

Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was customer discarded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.